Event description:
During removal of the catheter, a small piece of the outer coating separated and remains in the patient. The physician has decided not to attempt removal of the small piece of material. There were no reported patient complications.